Event description:
It was reported that the pump touch screen was black. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer had an alternate pump for insulin therapy.